Event description:
It was reported that the pt had no stimulation sensation. The pt was bending over on (B)(6) and felt a "pop", since then the pt had not been able to turn therapy on. It was also noted that the pt had experienced weight loss and that when they lean back on the device, the pocket feels warm. There was concern that the ins may be flipped, but a flip was not confirmed at the time of the report. There were coupling and or communication issues with the recharger/recharging. There was no telemetry with clinician programmer. Additional info was requested.

Manufacturer narrative:
(B)(4).